Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display screen on her onetouch ultra2 meter was getting dark and was also having a backlight issue. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2012 (at 6pm). The patient manages her diabetes with insulin (self adjuster). The patient denied taking any action in response to the reported meter issues. According to the csr's documentation, as a result of the alleged meter issues, the patient reportedly developed symptoms of shaking and sweating 45 minutes later. At an unspecified time later (on (B)(6)) the patient reportedly obtained a blood glucose reading of "42mg/dl" with another device and was administered a glucagon injection by a health care professional (hcp) as treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.